Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer as reflected on b5.

Event description:
Additional information was received through a manufacturer incident report submitted by the customer. All safety checks were completed pre- procedure. The patient was comfortable, stable, and fit for the procedure. The scope was prepared and checked by the staff and was deemed to be usable. The procedure was carried out and required samples were obtained. The patient tolerated the procedure well. . The ultrasound probe contact balloon was noted to be missing during cleaning of the scoping equipment. The patient appeared comfortable and stable with no immediate ill effects.

Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected on b5 and the results of the investigation completed by the legal manufacturer. The subject device was not returned to olympus for evaluation so its condition could not be thoroughly checked. Thus, the root cause could not be identified. The instruction manual addressed this issue and described the following: the reported phenomena might be prevented by following these descriptions. " - never tie the elastic opening of both sides of the balloon with a thread. This may cause the balloon to rupture or detach from the distal end of the endoscope when inflating it and could result in patient injury." A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was released in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from an olympus representative on behalf of the customer. The ultrasonic bronchofibervideoscope used in the event was confirmed to be manufactured by olympus. There was reportedly no allegation or malfunction of the scope. However, as the scope was not returned for evaluation, the root cause of the event cannot be determined at this time and will, therefore, still be reportable as a serious injury and malfunction.

Event description:
An olympus representative reported to olympus on behalf of the customer that an endoscopic bronchial ultrasound probe balloon was found missing after the scope was removed from a patient. The balloon was reportedly inflated once during the endoscopic bronchial ultrasound and was definitely attached and present prior to it. A chest x-ray was done, and the physician felt they could not see anything stand out. The customer did want to verify if the balloon tip was radiopaque. The location of the balloon remained unknown but may still be in the patient. Additional information has been requested regarding this event. Although the scope used at that time is unknown, it is highly likely that an olympus ultrasonic bronchovideoscope was used for the procedure. This is related to the complaint under patient identifier: (B)(6), which involves the balloon.

Manufacturer narrative:
The suspect device has not been returned to olympus at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Manufacturer narrative:
This report is being supplemented to correct b5. The information in b5 was inadvertently left out in the previous supplemental report.

Event description:
The customer reported through an olympus representative that no retrieval attempt was made as the patient had become alert and the scope had been removed. The procedure was not prolonged. The patient was comfortable, stable with no ill effects and will be followed up the consultant team.